Event description:
Customer reported a past low blood glucose event with the lowest level reaching 26 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose. Customer was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels, and the case remained open until pump data upload was confirmed.